Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the button/keypad anomaly. Moisture damage on the electronics and motor was found. The device also had a cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer went into the ocean with the insulin pump. It was stated that no error alarms were received but they were unable to check the alarm history due to the buttons being unresponsive. Customer's blood glucose value was 195 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.